Manufacturer narrative:
The following other devices were added to this report: trident psl ha solid back 50mm; cat# 540-11-50e; lot# 44069101. Size 4 accolade ii 127 deg; cat# 6721-0435; lot# 44128206. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 44889803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent a revision for infection.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient underwent a revision for infection.